Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that there were high and varying thresholds on the right ventricular lead that resulted in patient alerts. According to the physician, the thresholds stabilized without any medical intervention. The lead remains in use. No patient complications have been reported as a result of this event.